Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was removed and the infection was treated by a course of antibiotics. Based on the last follow-up received from the patient on jan 11th, 2018, the patient is in good health and would like to continue using eversense cgm system.

Event description:
Senseonics was made aware of an incident where the patient developed an infection at insertion site. The patient was inserted with the sensor on (B)(6) 2017. The hcp decided to remove the sensor on (B)(6) 2017 and the patient was treated with antibiotics for the infection.